Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient experienced sepsis. Drug therapy was provided in an effort to manage the complication. The device was removed, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.